Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the adult ICU that during the removal of the swg from the catheter, the swg " elongated". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.